Manufacturer narrative:
No device associated with this report was received for examination. A review of the device history records did not reveal any related manufacturing anomalies for the provided product/lot code combinations. Review of the device history records and/or a lot specific complaint database search was not possible for the unknown stem as the product and lot code required was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that patient suffered from infection, metallosis, and osteolysis. Update rec¿d (B)(4) 2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. The records indicate upon revision serosanguineous cloudy fluid was encountered in the hip joint. There is no new information that would change the existing MDR decision. Updating the patient's dor. The complaint was updated on: (B)(4) 2014. Update (B)(4) 2014 - patient op notes were received. Update rec¿d (B)(4) 2014 - patient's medical records were received. Records were reviewed for MDR reportability. According to the records the patient was reimplanted on (B)(6) 2014. During reimplantation, it was noted there was a crack in the greater trochanter. The crack was treated with cabeling. The prostalac stem is being reported at this time. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This report is still considered closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/16/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated ongoing/chronic infection ((B)(4)), pain, synovitis, and pre-existing osteolysis and metallosis ((B)(4)). A previous operative note from (B)(6) 2014 indicated normal metal ion levels. Prostalac was placed during the (B)(6) 2014 revision and the patient was reimplanted on (B)(6) 2014. After removing the prostalac stem on (B)(6) 2014 a non-displaced fracture was noticed. The fracture was cabled. The cup, stem/sleeve, and hole eliminator are being reported for the alleged infection since it has been confirmed.